Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. The device was not returned for analysis. Though the device inspection could not be done, it is presumed with the provided information that guide wire manipulation was additionally continued to the sion blue of which the distal section was trapped in the stent, resulting in the accumulation of the force and the breakage of the guide wire due to the force exceeding the products design limit. The lot history record review could not be performed due to no lot information, since all shipped products are inspected in the production process for meeting product specifications and the release criteria, there is no indication of a product deficiency.

Event description:
It was reported that during a very complex case to treat a lesion in the circumflex artery proximal to a non-abbott stent that had been implanted a month prior, a sion blue guide wire was advanced and crossed the lesion; however, the guide wire met resistance with the proximal stent struts of the previously implanted non-abbott stent. Reportedly, an attempt was made to gently torque the guide wire in an attempt to remove the guide wire from the proximal stent struts of the previously implanted stent but the guide wire was stuck and ultimately the guide wire separated. Reportedly, about one third of the guide wire remained in the patient anatomy. Some unsuccessful attempts were made to retrieve the separated guide wire using an over the wire balloon to straighten out the vessel; however, a snare device was not attempted because the wire was too stuck. A stent was implanted to embed the separated guide wire to the vessel wall and treat the target lesion. Reportedly, the patient experienced ventricular tachycardia and chest compressions had to be performed as treatment. There was a reported clinically significant delay in the procedure. The patient is doing fine and was asymptomatic. The patient remained in the hospital for 3 days due to issues not related to the guide wire and was then discharged to home. No additional information was provided.